Event description:
It was reported that the charger unit is cycling from 225 to 240v. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty battery charger. Ge rep adjusted charger voltage for 225v. System operates as intended.